Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that at the beginning of a cystourethroscopy with laser lithotripsy procedure to treat kidney stones, the fiber started smoking at the hub. The fiber and the debris shield were changed to complete the case. The procedure was finished under low power. There were no patient complications.